Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier has been evaluated and failure analysis replicated and confirmed the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The clip failed to release from the grip once it had been clamped onto the test tubing. After inspection, it was noted that the grips were bent. The bent grip would not allow the clip to release after clipping. Additionally, the clip applier instrument was found with one grip bent. As a result, the clip did not release from the grip when clipped to the test tubing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The medium-large clip applier did not close when applying. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting, inadequate clamp. An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.